Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 37 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer has had 10 or 15 paramedic visits for lows but does not have any details. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer went off the pump on (B)(6) 2017. Troubleshooting was not completed as the customer declined, and requested a pump upgrade. Customer also had a high blood glucose event in may which they experienced nausea, and is currently having issues with pump upload. The insulin pump will not be returned for analysis.